Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer had not received a notice regarding a field correction, so the technical support team confirmed and updated the customer's email, completed the necessary form, and arranged to replace the pump. The customer was advised to use multiple daily injections as a backup therapy and informed that the replacement pump would have updated software. The customer acknowledged instructions for putting the pump into storage mode, returning the defective pump, and steps to follow upon receiving the replacement pump. The replacement pump was sent without requiring a delivery signature.